Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the procedure to implant this lead, it took forty turns in and out of the body to get the helix to retract. Acute numbers were good; however, after connecting this lead to the device, threshold and pacing impedance measurements increased. Fluoroscopy confirmed the helix was fully extending. Subsequent information was received that within five days post implant, threshold measurements had increased again due to dislodgement. A revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported.